Manufacturer narrative:
Covidien reference: (B)(4). Customer ran flow sensor calibration and est an ventilator run normally, unable to duplicate errors. The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to run ventilator on test lung before putting ventilator back to service. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator generated errors which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.